Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a k-wire - unknown lot; unknown part. UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a foot procedure being performed on (B)(6) 2017. The surgeon was using a cannulated drill bit with a 1.1 mm k-wire to drill a hole for a cannulated screw; while drilling the k-wire broke and a piece fell into the patient. The broken piece was not retrieved and left in patient. There was a surgical delay, however, reporter stated the amount of time is unknown as he wasn¿t present during the procedure. It is unknown whether the procedure was completed successfully and unknown what the patient status is. Concomitant devices reported: unknown cannulated drill bit (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for a k-wire. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The returned wire was confirmed to be broken. The broken tip was not returned. It is unknown how much of the tip was broken off. The remaining portion tapers down adjacent to the breakage. It is unknown if the taper is due to post manufacturing damage or if this is part of the design of the wire (since the part number could not be determined). Replication of the complaint condition is not applicable as the device is already broken. The unknown wire measured 124.58mm in length. The diameter of the wire was measured to be 1.09mm. There are two 1.1mm guide wires which are part of the 3.0mm cannulated screw system, and the 2.4/3.0mm headless compression screw system; 292.622 (1.1mm threaded guide wire) and 292.623 (1.1mm non-threaded guide wire). The specifications for both of these guide wires indicate a diameter of 1.1mm +0/-0.07, and a length of 150mm +/-0.5. Based on the measured diameter, the returned wire would be within specification of both of these drawings. 292.623 includes a taper at the distal end of the device, which is similar to the taper on the returned device; however, the returned device is approximately 25mm shorter than the length specification for this device. If the taper is due to post manufacturing damage, then it is possible that the wire could be 292.622 or 292.623. If the taper is from the device design, then it is unlikely that this device would be either of these part numbers. It is unknown how much of the returned device is broken off. Material and hardness could not be confirmed, as the part number of the device is unknown. There is no indication of a design or manufacturing issue; however, the part number could not be determined. DHR review could not be conducted as no part or lot number are available. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A dcrm review was conducted against two possible part numbers. Part number: 292.622 and 292.623 complaint category: broken: tip broken intraoperatively (fragments remain in patient) the design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer. Therapy date: (B)(6) 2017. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.